Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported initially. It was stated that the pump alarm was audible, hence the device was interrogated and patient may have had an MRI upon admission; however, it was unclear why patient was/is hospitalized. On device interrogation, the stall was noted to have occurred on (B)(6) 2012, with the message of "tube set message present 48 hours later" with no recovery noted to date. It was reported "something went haywire." Drug delivered via the device was morphine 5mg/ml at a daily dose of 2.4981mg. It was later reported that the stall did not recover, cause of stall unknown. Physician did not wish to restart pump as patient wanted it explanted. The pump explant was scheduled for (B)(6) 2012. The pump was later received.

Event description:
It was reported that the patient was hospitalized because he was taking oral medication that he got from ano ther doctor and various street drugs on top of his pump therapy. The patient presented to the emergency room (ER) comatose. The patient was in severe withdrawal from the motor stall and medicated himself with street drugs instead of coming in to be seen when the symptoms began. The reporter said that they did not perform a magnetic resonance imaging (MRI) scan at the hospital so the reporter did not know why the pump stalled. The health care provider (hcp) was going to place a new pump for the patient, but the patient said he did not want it. The patient wanted it removed. When the hcp heard the patient tested positive for street drugs, the hcp told the patient he was going to remove it and as soon as he was healed he would discharge him as a patient. The pump was removed on (B)(6) 2012. The patient healed well and was discharged from the hcp¿s practice. The patient recovered without sequela. The hcp did not have any telemetry information from the pump, and the hcp did not know the date that the pump stalled. The hcp had no further information to provide.

Event description:
Additional information: the reporter said it sounded "like a hard stall." When asked if the patient was in the hospital due to withdrawal issues, the reporter said "no, they're not. I think it's other issues." The reporter thought the pump was going to be explanted. The reporter was advised to consider setting the pump to minimum rate in case the stall recovered. When the patient was asked if he had any withdrawal symptoms, the patient said "something went really haywire--yes, sir." However, the reporter was unsure if the patient was in withdrawal because the patient was brought into the hospital for other things. The patient was brought into the hospital on new year's morning. The reporter thought the motor stall occurred when they were doing a magnetic resonance imaging (MRI) scan on the patient when admitted to the hospital, but the reporter did not have all the information and was not sure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk. Final analysis of the pump revealed motor corrosion and feedthru anomaly. Only the pump connector and not the entire catheter was returned for analysis. Analysis of the same revealed no significant anomaly, however, it was observed that the sc connector was damaged at explant.